Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device doesn't recognize that the door is open, which was reproduced during evaluation. Evaluation observed the pump did not power on with a slide clamp. The cause was determined to be a failed upper hook switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump doesn't recognize that the door is open. There was no patient involvement. No additional information is available.